Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
A s reported: "we had a revision case to remove a broken axsos 3 titanium distal lateral femur plate".